Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that nontemplate aligner arch had sharp edges, which required additional work to remove during the operatory process. This increased the workload, and, on this occasion, the dentist removed the sharp edges prior to patient's usage. To prevent extra work at the dentist's side, it is recommended that all aligners be properly finished during the manufacturing process to ensure no sharp edges remain. This incident associated with product malfunction. No injury reported.

Manufacturer narrative:
We reviewed the DHR for this so-(B)(6) / patient ID# (B)(6) / site ID# (B)(4), qty. (B)(4) items assy-500011 (aligners) and (B)(4) items assy-500010 (template) were packaged by the second shift by auto bag-and-box operation on july 25, 2024, manufacturing supercell sc1, equipment pua-07. The sales order was inspected and met with the acceptance criteria provided by qa. Failure mode - sharp edges. Root cause - no defect during the manufacturing process. Conclusion code - no failure found.